Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens peeled and scratched was unable to be determined. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed and no clogging inside the air/water channel was found. Evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the scope cover was chipped, the air/water and suction cylinders were discolored, water tightness was lost due to the guide pin of the electrical connector being shaved, the displayed ultrasound image was defective due to peeling of the acoustic lens, the distal end was deformed, the light guide lens was chipped, the objective lens was scratched, the adhesive around the light guide lens was worn, the nozzle was deformed, the bending section cover adhesive was chipped, the connecting tube was coating was peeled, the connecting tube was scratched, the bending angle in the right direction did not meet the standard value due to wear of the angle wire, the ultrasonic probe was loose, and the bending tube was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis exera ii ultrasound gastrovideoscope was clogged and the device had significant wear and tear caused by mechanical damage and dropping during storage and final decontamination. The customer noted the probe unit was previously replaced in (B)(6) 2020 and the instrument had not been used since 2021. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was peeled and had a scratch that reached the glue layer. The report is being submitted due to peeled and scratched lens found during evaluation.